Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.3¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function were ok. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 53/56 mg/dl, for level high were 245/245 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
This is a supplemental report to initial report 3005862821-2017-00027 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from (B)(6) on sep. 26,2017 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 07/09/2013. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that the end user sought medical attention on (B)(6) 2017 at 8:00 pm after receiving high results from her prodigy diabetes glucose meter. The meter read hi which alarmed the end user and she visited the ER. Upon arrival her blood glucose was 482 mg/dl. She received an injection to lower her blood glucose level. After a few hours in the ER the end user was discharged with a blood glucose level of 410 mg/dl and was instructed to get plenty of rest. No additional information was provided in relations to this medical event.